Event description:
It was reported that this right ventricular (rv) lead was explanted due to an insulation break. No patient complications were reported. Another rv lead was successfully implanted. Product return is not indicated.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an insulation break. No patient complications were reported. Another rv lead was successfully implanted. Product return is not indicated.

Manufacturer narrative:
To date, this device has not been returned to boston scientific; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.